Event description:
It was reported that the patient presented for a remote follow up via merlin.net with episodes of over-sensed noise and inappropriate automatic mode switch exhibited by the atrial lead. The patient presented in clinic and programming changes were made. The patient was in stable condition.